Event description:
A clinical study patient who underwent a laser vision correction in each eye was diagnosed with primary open angle glaucoma in each eye at a 7th month follow-up exam. The patient was placed on lumigan drops to be taken at bedtime. At a three week follow-up visit the patient's intra ocular pressure was within normal limits and the patient was tolerating the lumigan regimen. The patient was instructed to continue with the drops. At the scheduled nine month post op follow-up exam the patient was reported as doing fine, with good vision and continuing on the lumigan.

Manufacturer narrative:
This report was received through a clinical study with the idesign aws aberrometer. The clinic did not request field service or clinical support. No reports were received from the clinic for any issues with the intralase femtosecond system on or near the date of the reported event. An amo medical monitor review of the reported event indicated that this type of event is not related to the equipment but is possibly related to the procedure. All pertinent information available to amo has been submitted. (B)(4): placeholder.